Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an allergic reaction following the use of floseal during a surgery. The patient was undergoing a surgery for a partial nephrectomy of the lower pole of the right kidney due to a nephroma. It was reported that 10 minutes after the use of floseal, the patient experienced an allergic shock (not further described). No further information was provided regarding the indication, the surgical technique, the need for medical intervention or the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.